Manufacturer narrative:
H3 - analysis of catheter model 8780 with serial number (B)(6) found ¿no significant anomaly ¿ catheter body deformed in shape¿. Analysis of catheter model 8780 with serial number (B)(6) found ¿catheter body has significant twisting that may have affected infusion¿ and ¿catheter body ¿ kink observed¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal morphine (unknown) via an implantable pump for non-malignant pain. It was reported that the patient was undergoing a catheter revision/replacement today and that the managing team was changing the medication concentration. The company rep wanted to confirm whether a prime bolus and bridge bolus would be required during the procedure. Tech services provided education on the appropriate steps and considerations for priming and bridging during a catheter revision. The company rep also reported that the revision was being performed because the patient had experienced no pain relief since implant. A prior dye study was unable to aspirate the catheter, and during the last two refills, the pump remained full at 20 ml, indicating that medication was not being delivered. Upon evaluation, the catheter was found to be wound up and broken within the pump pocket, and the physician was unable to locate the distal end of the catheter, necessitating today's replacement. No further issues were reported at this time.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6): product type catheter product ID 8780 lot# serial# (B)(6): product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 24-jun-2026, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 25-jun-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer's representative (rep). The rep reported that the event was resolved and a rep has possession of the catheter and will return it for analysis next week.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.